Event description:
Patient admitted for a planned neuro interventional radiology (neuro ir) intervention for an irregular supraclinoid right internal carotid artery aneurysm. A stent assisted coiling of the right internal carotid artery (ica) aneurysm was performed however at the end of the procedure the perclose device fractured between the metal component and the plastic catheter and could not be removed. Vascular surgery was consulted and performed a right common femoral endarterectomy, right external iliac and superficial femoral artery embolectomy, and right external iliac artery angioplasty and the fractured fragments were removed. Postoperatively he was transferred to the intensive care unit to recover.